Event description:
An elective replacement of pump was reported with no adverse events. The drug delivered was morphine.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed motor gear corrosion.